Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced recurrent peritonitis. The pt was hospitalized four times within the previous two months for recurrent peritonitis. Treatment was not reported. Additional information was requested but is not available. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13b07048 and no exceptions were observed that were related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).